Manufacturer narrative:
The reported event of a set screw anomaly (upside down set screw) could not be confirmed. As received, partial ventricular septum was observed, and ventricular set screw was not received with the device. The reported field event was determined to be procedure related.

Event description:
During an initial implant procedure, it was not possible to rotate the set screw into the header. The device was replace to resolve the event. The patient was stable.